Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) unit had safety disc leak test error. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
The getinge field service engineer (fse) replaced the safety disk. The unit is in good working condition.